Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated at rv apex. X-ray did not reveal that the lead had moved significantly, however it started to pace diaphragm. The lead was repositioned with no consequences to the patient.